Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. The device history records and retained samples could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism separated from the unit, resulting in a used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "needle stick injury partially caused by needle guard falling off needle while nurse tried to put the guard on after taking blood. Injury would have been avoided by using hard surface and not finger to push guard into position."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety mechanism separated from the unit, resulting in a used needle stick injury. No adverse impact was reported regarding the patient or user. Reported verbatim: "needle stick injury partially caused by needle guard falling off needle while nurse tried to put the guard on after taking blood. Injury would have been avoided by using hard surface and not finger to push guard into position."